Event description:
User received erroneous sodium results over a two day period for 29 patient samples. The user was not able to determine which module of the analyzer produced several of the erroneous results. One example confirmed to be from this analyzer gave an initial result of 129 mmol per l and a repeat result of 137 in 2009. Four additional examples from unknown module were considered discrepant. Sample 1 initial result was 124, repeat result the same day was 133. Sample 2 initial result was 119, repeat result same day was 129. From the day before, sample 3 initial result was 128, repeat result on the day after the original date, was 136. Sample 4 initial result was 120, repeat result that day, was 135. All results were in mmol per l. No patients were adversely affected by the erroneous results. It was noted the repeat results may be accurate since the samples were not stored properly. If additional information is received, appropriate notification will be provided.